Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle breaks of during use with a bd ultra-fine¿insulin syringe. The following information was provided by the initial reporter: my insulin intake has been 30&22 units. 4/5 times insulin lost with syringe and had to administer with another syringe. I have been using bd glide insulin syringe for quite some time. Often needle gets separated from syringe and while injecting insulin, insulin gets leaked out from needle joint and syringe. Lot numbers r 7353784_1 &8106513_.

Event description:
It was reported that needle breaks of during use with a bd ultra-fine¿insulin syringe. The following information was provided by the initial reporter: my insulin intake has been 30&22 units. 4/5 times insulin lost with syringe and had to administer with another syringe. I have been using bd glide insulin syringe for quite some time. Often needle gets separated from syringe and while injecting insulin, insulin gets leaked out from needle joint and syringe. Lot numbers r 7353784_1 & 8106513_.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7353784. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint.